Manufacturer narrative:
Pump received with constant critical pump error alarm/open book image after battery installation. After pressing back arrow and down arrow buttons to allow access to download unit persisted on alarming critical pump error. Unit was successfully download using thump software. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. During download review using adapt tool it recorded pump error 63 (main error log) file number = 2006 line number = 707. Per software engineer log it was determined the pump error 63 was due to hardware issue with lcd. Isolate electronic assemblies. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. Force sensor zero offset within spec (23 mv). Unit also received with cracked battery tube threads, cracked case (battery tube), cracked case and scratched case. In conclusion, unit came in with constant critical pump error (open book image) due to pump error 63. Pump error 63 was due to possible hardware issue. Problem isolate to electronic assemblies. Customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube threads and cracked battery tube case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked along the battery compartment. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with constant critical pump error alarm/open book image after battery installation. After pressing back arrow and down arrow buttons to allow access to download unit persisted on alarming critical pump error. Unit was successfully download using thump software. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. During download review using adapt tool it recorded pump error 63 (main error log) file number = 2006 line number = 707. Per software engineer log it was determined the pump error 63 was due to hardware issue with lcd. Isolate electronic assemblies. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. Force sensor zero offset within spec (23 mv).unit also received with cracked battery tube threads, cracked case (battery tube), cracked case and scratched case. In conclusion, unit came in with constant critical pump error (open book image) due to pump error 63. Pump error 63 was due to possible hardware issue. Problem isolate to electronic assemblies. Customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube threads and cracked battery tube case were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.